Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events to resolve the reported event, the display was replaced. For 1 unit, a power control communication error was found, but the reported issue could not be reproduced. The carrier board was replaced.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced unexpected reset. 1 event was reported for spontaneous reboot during a case resulting in the loss of mechanical ventilation, 1 event was reported for system resetting itself during a procedure resulting in the loss of mechanical ventilation. These reports were received from various sources. Of the 2 events, 2 involved patients. There was no patient information available.